Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable tachy lead (itl) was rejected at implant due to issues with the extending of the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. It was noted that the helix of the lead became extrinsically distorted due to pulling, stretching, and/or overstress. The helix of the lead was found to be extrinsically bent and visual summary analysis of the lead indicated damage at implant.